Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder acromioplasty, the mdu was connected to the console at the beginning of the surgery, however, when the operating assistant tried to take the device and gave it to the surgeon, the mdu was hot and melted the operating field and heating blanket. The procedure was completed with non-significant delay using a back-up device. No burning was reported for the patient, but the operating assistant slightly burned on the thumb. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A visual inspection found no issues. A functional evaluation revealed a blade stall error and overheating of the housing. An analysis of the customer provided image showed an mdu covered in a blue substance that appears to be from a melted blanket. The complaint was confirmed, and the root cause was associated with a mechanical component failure. Factors which can contribute to overheating include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.